Event description:
This patient had a history of subacute abdominal pain, progressing to the right lower quadrant, which became worse the night before surgery. She underwent a CT scan showing a dilated appendix. She was taken to the operating room, given anesthesia, and abdomen was prepped and draped in standard fashion. Excerpts from surgeon's notes: we were able to grasp the appendix at its tip and dissect it free from the lateral adhesions using electrocautery. Once the base was visualized and found to be normal, we were able to use the endo stapler to ligate and divide the mesoappendix. The initial stapler did not deploy. Therefore, we had to get a second stapler with a functioning battery pack. Per report from rn: stapler introduced into patient. Clamped base of appendix. When activated, the stapler failed to fire staples and ran as though the battery was "dead". A new stapler was opened and it performed well. The procedure continued with no further incident. No patient harm.